Manufacturer narrative:
The investigation of temporary pump stop and saturated flow has been completed. The impella device was not returned for evaluation. Temporary pump stop: data logs were reviewed and logs showed a motor current high pump stop occurred with pump being able to be restarted immediately after stopping. Approximately 18 minutes before pump stop occurred, a motor current spike with speed deviation and full saturation of pump flows occurred. Purge pressure also increased slightly with decrease in purge flows right after motor current spike. Clinical details noted that temporary pump stop occurred on day 15 of support and pump was able to be restarted with saturated flows after stopping. The root cause of the temporary pump stop could not be definitively determined as no product was returned for evaluation to confirm cause of motor current spike pattern observed in data logs. Saturated flows: data logs show saturated flows occurring immediately after motor current spike and speed deviation. Pump flows remained saturated for remainder of case and pump weaning. Clinical details noted that saturated flows were observed after pump was restarted. The root cause of the saturated flows could not be definitively determined as no product was returned for analysis and limited clinical details were provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high-risk cpi section: entering cardiac output ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that the impella cp was on day 15 of support when it stopped. The impella was able to restart. Additionally, impella flow saturation was observed. The patient was eventually weaned and explanted.